Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported leak could not be determined. Possible factors that may contribute to a leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. In this case, a conclusive cause for the reported complaint could not be determined since limited information was provided and the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrected: d9 - device available for evaluation updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The armada 18 balloon dilatation catheter (bdc) ruptured prior to being inflated [leak]. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.